Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a routine total knee arthroplasty procedure on an unknown date and absorbable hemostat was used. The surgery was uneventful. The surgeon used ethicon absorbable hemostat powder in the muscle layer to get better hemostasis. The skin had necrosis on post-operative day 3. The skin broke down and became infected which required second surgery and prolonged hospitalization. Had same event happen on other case from that day. Additional information was requested